Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/13/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: no inexplicable power loss related events were observed in the black box data. The pump powered on with the returned battery cap, which was able to fully tighten to the pump. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms observed; no power loss events were observed. The pump case was removed and no evidence of moisture ingress or loose internal components was observed. Unrelated to this complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.